Manufacturer narrative:
As reported, during the procedure, the guidewire was delivered into the balloon over the lesion, and after pre-expansion, the 6x150 smart flex self-expanding stent was pre-used. After the stent was delivered to the lesion, the tuohy borst valve was loosened to prepare for the release of the stent, and in the process of release, the stent was found to be stuck in the delivery rod and could not be released. When the y valve was pulled back, the rod and the release system were disconnected. The inner shaft was fractured/separated. The case was completed by changing to a stent with the same catalog number. There was no reported injury to the patient. The physician was a senior operator who is quite familiar with cordis products. The product was stored and handled according to the IFU. The temperature exposure indicator on the pouch was checked, and the black dotted pattern with a grey background was clearly visible. No anomalies were noted when the product was removed from the package, and no unusual conditions were observed with the stent delivery system prior to use. There were no anomalies or difficulties during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The stent delivery system did not pass through any acute bends, but it was difficult to advance the delivery system towards the lesion due to the delivery lever being stuck. No unusual force was used during the procedure. The lesion was in the common femoral artery to popliteal artery. The vessel characteristics included mild calcification, mild tortuosity, 40% stenosis after balloon dilation, no acute angle, and no bifurcation. A mild thrombus was present at the lesion site. The device was returned for analysis. A non-sterile ¿smart flex 6x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, several kinks were observed approximately 110, 113, and 115 cm from the distal tip. The inner shaft was separated from the hypotube and returned inserted into an unknown non-cordis procedural sheath. Attempts to withdraw the inner shaft from the sheath were unsuccessful as it was firmly stuck inside. The stent was not returned for analysis. The hemostasis valve was tightly closed. No other notable details were observed on the returned device. Functional testing could not be performed as the unit was returned with the inner shaft separated. It is not possible to restore the device to its manufacturing condition. To properly perform functional testing, the device must be in its original manufacturing condition with an uncompromised deploying mechanism. Any kinks, separations, or severe damage will prevent the inner shaft from traveling inside the device. The separated area was evaluated with a vision system, revealing that the separated material showed evidence of elongations at the edge. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material¿s yield strength prior to the separation. The reported ¿stent delivery system (sds) deployment difficulty-unable¿ could not be confirmed as the unit was received without the stent mounted on the device and the inner shaft was separated; therefore, functional analysis could not be simulated. An ¿outer sheath separated¿ condition was not confirmed as no separation was observed on the outer sheath; however, findings of an ¿inner shaft separated¿ were observed. The exact causes of the damages noted cannot be conclusively determined. The inner shaft of the device was returned inside a non-cordis sheath and cannot be removed from the unknown csi. The interaction between the sds and the non-cordis sheath may have contributed to the events reported. Product analysis concludes the inner shaft was induced to events that exceeded its material yield strength prior to the separation. We are unable to determine whether the stent was deployed in the patient as the report states an inability, yet the stent was not returned with the received product. The device was returned in poor condition and these damages likely contributed to the difficulties reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during the procedure, the guidewire was delivered into the balloon over the lesion, and after pre-expansion, the 6x150 smart flex self-expanding stent was pre-used. After the stent was delivered to the lesion, the tuohy borst valve was loosened to prepare for the release of the stent, and in the process of release, the stent was found to be stuck in the delivery rod and could not be released. When the y valve was pulled back, the rod and the release system were disconnected. The inner shaft was fractured/separated. The case was completed by changing to a stent with the same catalog number. There was no reported injury to the patient. The physician was a senior operator who is quite familiar with cordis products. The product was stored and handled according to the IFU. The temperature exposure indicator on the pouch was checked, and the black dotted pattern with a grey background was clearly visible. No anomalies were noted when the product was removed from the package, and no unusual conditions were observed with the stent delivery system prior to use. There were no anomalies or difficulties during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The stent delivery system did not pass through any acute bends, but it was difficult to advance the delivery system towards the lesion due to the delivery lever being stuck. No unusual force was used during the procedure. The lesion was in the common femoral artery to popliteal artery. The vessel characteristics included mild calcification, mild tortuosity, 40% stenosis after balloon dilation, no acute angle, and no bifurcation. A mild thrombus was present at the lesion site. The device will be returned for evaluation.